Event description:
Patient underwent rt. Ankle arthroscopy and calcaneal nonunion excision. Immediately postoperatively it was found that the patient had rt. Lower extremity compartments with no pulse of dorsalis pedis artery. Arterial doppler confirmed. Immediate fasciotomy of rt. Lower extremity released 4 compartments of the leg and pulses immediately returned. Pt transferred to main hospital and admitted. Two days later, patient underwent irrigation and debridement and closure of rt. Lower extremity wound. Discharged in good condition.